Manufacturer narrative:
The customer reported signal loss. The reported issue was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of ios 26.0.1 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 12, phone with ios operating system version ios 26.01. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms for hypoglycemia such as strong sweating. The customer was unable to self-treat and was treated by administering cola and honey orally by a nonhealthcare professional (non-hcp). The caregiver got worried and called an ambulance and healthcare professional (hcp) measured blood with an hcp meter and determined a low glucose result of 71 mg/dl. The customer was admitted to hospital and remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.